Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had leak. Customer stated the location of the leak was at the top. Customer was unsure if leak was past first or second o ring. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed a visual inspection using dop114-811 doc appendix f; found snap-caps detached from reservoir¿s barrel and snap-caps attached to transfer guards. Unable to verify pre-fill. (B)(4).